Event description:
I used ciba's clear care product to clean my contact lenses. When I put it back on, my eye started burning right away. It was extremely painful and very difficult to remove the contact lens. My eye is now very red and swollen and will require medical attention. I can not believe a product that is sold over the counter can generate this type of effect. After the incident I read the box and it clearly says that happens if you leave your lenses in the solution for extended periods of time. I do not believe it was properly labelled with the potential side effects this solution could have. This is the first and last time I buy this product. I buy other brands for lens cleaning solutions and none will have this effect. I would encourage you to take this product from the market immediately. Again, my eye is hurting and very swollen/red inside. Lens cleaning solutions should not have this kind of side effects. Last, I am (B)(6) and could control myself and find a way out of this horrible situation. A child or a senior might not be able to react and take the lens out as fast as I did, resulting in permanent damage to the eye. Dates of use: (B)(6) 2012.